Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2022, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-apr-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their stimulation isn¿t hitting the right spot on their back, so they are having an MRI done to see about implanting ¿thicker leads.¿ they indicated that this issue started to occur a couple of days after implant. Additional information received from the patient indicated that the stimulation is not in the right spot on their back because they have metal rods in their lower back that are preventing the stimulation from passing through. The patient stated that no further steps have been taken to resolve the issue yet, but they will need to have surgery to have a ¿thicker¿ lead placed. The issue remained unresolved at this time. Additional information was received from the patient on 2018-dec-19. It was reported that the patient¿s leads moved since implant on (B)(6) 2018 and the doctor wanted to revise them and place a ¿thicker lead¿. The patient¿s insurance company was waiting on authorization from the manufacturer for the lead revision procedure. There were no further complications reported or anticipated.